Event description:
On (B)(6) 2024 a 22/13x160mm implant was implanted to treat a traumatic humerus fracture in a sick patient. On (B)(6) 2024 the implant broke with no reported trauma. No revision surgery was performed because the patient was not in any pain.

Manufacturer narrative:
A medical oversight review meeting was held on (B)(6) 2024 where x-rays and case information was reviewed. The medical reviewer observed in the immediate post op x-rays the fracture is comminuted and there is a large bone fragment and that there is no bone sharing the load with the implant at the fracture site for quite a large area. The superior portion of the implant is also not fully in contact with cortical wall of the humerus. The medical reviewer stated the while the implant is deployed, the construct is totally unstable, as there is comminution of the fracture, a large gap at the fracture site and the entire implant doesn't have endosteal contact. As a result of the dual stress riser by the lack of bone and the stress riser due to the geometry of the implant because of the taper at the bottom of the fracture site, the implant failed due to the initial insufficient fixation. The medical reviewer also observed some fracture callous at the immediate post op x-rays, indicating that this fracture may have been partially healed before it was treated, and the callous may have obstructed the implant from fully filling.the medical reviewer also observed more fracture callous on the 3 week post op x-ray than would be expected 3 weeks post the fracture, suggesting it was an older fracture being treated, further supporting the conclusion that bone callous in the canal may have obstructed the balloon from filling completing during the implantation procedure. The primary cause of the implant failure in this case is due to the insufficient initial fixation due to an unstable comminuted fracture and insufficient quantity of bone causing a large area in which there is no bone sharing the load with the implant, resulting in an implant stress riser. DHR review: the DHR of lot 431215 was reviewed and found to be in specification at the time of manufacture and release. Returned product evaluation: no returned product evaluation was possible as the device remained implanted in the patient. IFU review and potential for user error IFU 900356_x includes "risks: as with any im fixation system or rod the following can occur: loosening, bending, cracking, fracture, or mechanical failure of the components or loss of or inadequate fixation in bone attributable to delayed union, nonunion, insufficient quantity or quality of bone, markedly unstable comminuted fractures, or insufficient initial fixation, loss of anatomic position with nonunion or malunion with rotation or angulation" so the failure and cause experienced in this complaint is included in the labeling. The surgical technique guide for humerus (B)(4) also states "note: in the opinion of the surgeon, if large areas of bone are highly comminuted or missing (i.e. Segmental defect) and stable cortical wall contact with the implant cannot be assured, the use of ancillary hardware should be considered in order to achieve fracture stabilization." In this case the patient had a highly comminuted fracture and a gap of bone at the fracture site, and ancillary hardware was not used, so the cause of the implant fracture was due to an insufficient initial fixation and off label use. Conclusion: the cause of the implant failure was due to an insufficient initial fixation due to an unstable comminuted fracture, with insufficient quantity of bone, resulting in a large area in which there is no bone sharing the load with implant, resulting in an implant stress riser. Other contributing factors include insufficient cortical wall contact in the superior portion of the implant, and the presence of fracture callous during implantation causing obstruction of the balloon from fully filling, resulting in a smaller implant diameter at the distal portion of the fracture.